Event description:
It was reported that with a trocar device, "they noticed that there is black debris inside the package. Also, the device is separated into two pieces where it should not be." This event occurred during pre-op. There was no patient involvement and no adverse consequences associated with this event.

Event description:
It was reported that with a trocar device, "they noticed that there is black debris inside the package. Also, the device is separated into two pieces where it should not be." This event occurred during pre-op. There was no patient involvement and no adverse consequences associated with this event.

Manufacturer narrative:
An investigation has not yet been completed for this event. Once the investigation has been completed, a supplemental report will be filed. Evaluation in progress but not yet complete.

Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for evaluation. The device was returned with a sealed, stryker tyvek pouch and label. A physical inspection of the device determined that the reducer cap was disassembled from stability sleeve. Non-biological debris (black in color) was seen on the bottom of the reducer cap. Non-biological debris (black in color) was present inside the (B)(4) pouch. The results of the investigation performed determined that the ¿device is separated into two pieces where it should not be¿ portion of the reported issue was substantiated. The device does have the capability of having the cap portion be removed and reattached as needed by the user. Even though the cap was detached in the packaging, it was easily reattached once removed from the packaging. The most likely root causes are mishandling subsequent to distribution from stryker and user expectation/anticipation of device functionality. The device history record (DHR) for the complaint device indicates that the device passed all applicable inspections and tests prior to release. The reported event is not occurring more frequently or with greater severity than is usual for the device.